Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: return to manufacturer: 8/17/2021. Section h3: device evaluated by manufacturer: yes. Device evaluation: the returned sample was returned consists in packaging components (folding carton) and delivery system dcb00. Visual evaluation was performed, and the following were the findings: the lens was out of the device and haptic detached was observed. Residues of viscoelastic were seen in dcb00 device. The dcb00 delivery system was in advance position. There was no damages with the assembly. The complaint issue reported ¿ haptic detached" was verified, the plunger rod issue was not verified. However, the condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. Production deficiency can¿t be determined. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event is unknown. The best estimate time would be approximately (B)(6) 2021. If implanted; give date: n/a (not applicable). Unknown/not provided. If explanted; give date: n/a (not applicable). Unknown/not provided. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when deploying the tecnis intraocular lens (iol) into the patient's eye, the plunger cut off the haptic. There was patient contact but no harm or injury to the patient. No additional information provided.